Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg or used the scs system for at least two years. The patient reported that he was not using the stimulation or recharging the ipg due to the sensation of the stimulation when he laid down. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The patient is receiving effective stimulation postoperatively.